Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer used food and was given glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. The customer stated the pump kept delivering even when they were low and did not suspend. Troubleshooting was completed but did not resolve the issue. The customer had emergency back surgery before the low. The insulin pump will not be returned for analysis.